Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump generated cartridge alarm and customer experienced high blood glucose, with exact value unknown but shown as ¿high¿ on display. Customer did not require emergency assistance and was not incapacitated. Customer delivered correction dose using pump and planned to continue using pump while relying on alternate method if necessary. Technical support confirmed cartridge alarm, reviewed prior similar alarms, arranged replacement pump under warranty.